Event description:
It was reported the programmer would not boot-up and operate. There was a programmer error code that displayed. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device powers up and interrogates with no errors. There was an error found in the programmer error log but this error did not occur at boot-up and is not related to the reported event. Stylus was found damaged (very twisted).